Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. During the inflation at 3 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.